Manufacturer narrative:
Device was not returning for investigation for this complaint issue. This reported issue was not caused by a malfunction of the device. This issue was due to use error.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer did not change the cartridge before running out of insulin multiple times (B)(6) 2016). Subsequently, the pump declared an "out of insulin alarm' and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (506 mg/dl) with ketones. A bolus via the pump was administered to address elevated bg level. Recommendation was made to the customer to change the cartridge more frequently.